Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the vns patient has high impedance with a dcdc of 7. The neurologist later reported that the high impedance was first observed on (B)(6) 2012. X-rays were taken but the physician stated that the surgeon will review these prior to surgery. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not occurred to date.